Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl. Reportedly, a manual injection was administered to address bg level. A cartridge and infusion site change was performed and insulin delivery was resumed. System check was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with health care provider regarding diabetes management.